Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a distal superficial femoral artery. A 5.5x60x80m supera stent was deployed and implanted without issue. Then a second super stent (7.5x40x120mm) was deployed more distally. There were no issues to deploy the stent. Upon completion of releasing the stent, the thumb slide was retracted to starting position and the system lock and deployment lock rotated into the locked position. When taking the catheter out of the introducer, the tip was noted as missing. The tip was aspirated out of the anatomy with an aspiration catheter. The device was removed under fluoroscopy. There was no adverse patient sequela or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Device code 2017 - failure to follow instructions. Visual analysis was performed on the returned device. The reported tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. It should be noted that the supera instructions for use states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. In this case, the supera was returned with both the system and deployment locks in the unlocked position and the thumb slide was located at the distal end of the handle. This indicates that the thumb slide was not retracted to the starting position and the system lock and deployment locks were not locked prior to removal contrary to the reported information. Failure to retract thumb slide and lock the handle locks likely contributed to the tip detachment. Additionally, it was reported that the supera stent was implanted distal to previously deployed stent. It should be noted that warnings and precautions section of the IFU states: when placing multiple stents, the most distal stent should be placed first (if possible) followed by placement of the proximal stent. Stenting in this order eliminates the need to cross and reduces the chance of dislodging stents which have already been placed. The investigation determined the reported difficulties were related to use error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Device code 2017 - failure to follow instructions removed. Conclusion code 61 removed.

Event description:
It was reported that the procedure was to treat a distal superficial femoral artery. A 5.5x60x80m supera stent was deployed and implanted without issue. Then a second super stent (7.5x40x120mm) was deployed more distally. There were no issues to deploy the stent. Upon completion of releasing the stent, the thumb slide was retracted to starting position and the system lock and deployment lock rotated into the locked position. When taking the catheter out of the introducer, the tip was noted as missing. The tip was aspirated out of the anatomy with an aspiration catheter. The device was removed under fluoroscopy. There was no adverse patient sequela or clinically significant delay. Subsequent to filing the initial report, the following information was received: although analysis of the returned device noted the device was returned with both the system and deployment locks in the unlocked position and the thumb slide was located at the distal end of the handle, per the physician he is certain he unlocked the system prior to removal and that the reason for the unlocked position of the returned device might be due to handling of the device after the procedure. No additional information was provided.